Event description:
A customer reported an issue with their pump, which declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to inspect and clean their pump but was unable to successfully resolve the issue. Consequently, the customer was referred for escalated troubleshooting, which led to the confirmation that a replacement pump was necessary. The customer was informed that they would need to use a manual insulin delivery method in the interim. Technical support facilitated the shipment of a replacement pump and instructed the customer on how to return the faulty device.